Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker has been found to be in safety mode. Additionally, this device recorded a data memory error. Data analysis found that the reported errors are consistent with the device having found corruption it could not correct. Subsequently, this device has been explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has been returned for analysis. Additional information was received indicating that, prior to device explant, the patient implanted with this pacemaker experienced several episodes of syncope and associated falls. During the subsequent emergency room visit, device interrogation could not be performed as the device had entered safety mode. No additional adverse patient effects were reported.

Manufacturer narrative:
Physical analysis of this device has not been performed at the time of report. A supplemental report will be filled when the analysis is complete.

Event description:
It was reported that this pacemaker has been found to be in safety mode. Additionally, this device recorded a data memory error. Data analysis found that the reported errors are consistent with the device having found corruption it could not correct. Subsequently, this device has been explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has been returned for analysis.